Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) had a blue screen and was not working. The failure was due to a failed hard disk drive (hdd). The device was not in use on patients at the time. He was provided with the part number for a new hard disk drive (hdd) to perform an on-site repair of the device.

Event description:
The biomedical engineer reported that the central nurse's station (cns) had a blue screen and was not working.